Event description:
A report was received that the patient underwent a pocket revision to relocate the ipg from the right hip to the left as it was causing discomfort. The patient is doing well following the revision.